Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent left hip surgery using accolade hip components in (B)(6) 2007. "On (B)(6), 2014, x-rays.... Showed new hardware failure with fracture at the neck of the femoral component of the previously placed total hip prosthesis and new heterotopic ossification around the joint." The patient underwent revision surgery on (B)(6), 2014 and " upon entering the joint, there was immediately a burst of black fluid under pressure......there was extreme marked metallosis throughout the capsule."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No specific device information (catalog numbers or lot codes) were provided. The report indicated accolade hip. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding failure of the femoral component and metallosis involving an unknown accolade stem was reported. Further investigation indicated that the stem disassociated from the unknown head. The event was confirmed based on the x-rays provided. Method & results: -device evaluation and results: the device was not returned for analysis however an image of the device was provided. The trunnion of the stem was rounded, likely as a result of movement between the head and the stem. Device return is needed to fully investigate. -medical records received and evaluation: a medical review was performed and concluded: "based upon the information available for review, no determination can be made regarding the cause of this clinical situation" -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as a more detailed primary operative report and device return are needed to complete the investigation an to help determine the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent left hip surgery using accolade hip components in (B)(6) 2007. "On (B)(6) 2014, x-rays showed new hardware failure with fracture at the neck of the femoral component of the previously placed total hip prosthesis and new heterotopic ossification around the joint." The patient underwent revision surgery on (B)(6) 2014 and " upon entering the joint, there was immediately a burst of black fluid under pressure. There was extreme marked metallosis throughout the capsule."